Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their ins removed and moved to her right side, they believed on october 1st, just underneath her bra strap because she had complications with the other side with ins sticking out. It was asked if the issues was since implant or when she noticed the issue, the patient did not answer but said her healthcare provider stated it was perfect when she mentioned this to him. She said she took pictures of ins sticking out and if she hit ins, she would see stars - she would cry and was so sensitive to that area. It was again asked if since implant and again the patient did not answer, but said she lost 130 lbs and their healthcare provider stated ins issue may be because she lost weight.